Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find a bent, kinked, or damaged soft cannula. The downloaded data did not show any timeouts or drive stalls but it did generate an 0x33 alarm. An 0x33 alarm indicates command not received when prev. Cmd had mctf bit set. The device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data showed no drive stalls or timeouts. The rerun data did not generate any alarms.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 15.8 mmol/l (284.4 mg/dl) with ketones of 0.9 and 0.5. The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with manual injection, and correctional bolus and temp basal via pdm.